Event description:
A malfunction on a pump was reported by the customer, with the displayed malfunction code being malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reappears.